Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about 2 weeks ago they noticed the message 'internal device battery low. Contact clinician.' Agent reviewed meaning of message. The patient expected the ins battery to last 10 years. Agent reviewed that the interstim x does not have a set longevity due to it being a non-rechargeable ins. Agent reviewed that the longevity of interstim x depends on usage and settings. The patient mentioned that their amplitude was set above 6.0 ma. The patient also mentioned that they met with their hcp and an mdt rep (name not provided) about a year ago and they "put some new updates" but didn't mention anything about the longevity of the ins. The patient was redirected to their healthcare provider for next steps.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-oct-06 additional information was received from the patient. They reported that the issue was not caused by normal battery depletion and stated "the battery was only accurate to operate up to 3.5 and lower." They also reported that they were going to have surgery in october and the issue was not yet resolved.

Event description:
On 2025-oct-21 additional information was received from a healthcare professional. They reported that the issue was not caused by normal battery depletion and was instead due to continued high setting usage which resulted in early battery depletion. The patient was scheduled for a replacement on (B)(6) 2025. The issue was not yet resolved at the time of the correspondence and the device will be discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.